Manufacturer narrative:
Additional information:the patient was (B)(6) when the event occurred. His date of birth is (B)(6). His medical condition was bpd - respirtatory failure. The patient is currently in the hospital ICU.

Event description:
It was reported that the patient¿s mother found the ventilator ¿cord¿ (unknown if it was a power cord or patient circuit) wrapped around the patient¿s neck. Neither the ventilator or pulse oximeter were alarming when the incident occurred. The patient had some seizure activity after the event and was transported to the hospital where there was a ¿code blue¿.